Event description:
Further it was reported that patient status/outcome was successful.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an osteosynthesis of left femur, with (reaming irrigation aspirator) ria system for grafting. During the opening of the warm medullary canal, the hand reamer was used. The tibia was flexed to make a radiographic capture and the distal end of the hand reamer split. The hand reamer did not break or party within the cavity of the patient. A similar device was used, culminating with success. The procedure was successfully completed with no surgical delay. The patient status is unknown. This report is for one (1) 6.0mm hand reamer 450mm. This is report 1 of 1 for (B)(4).